Event description:
The following was reported: the patient had an exeter/ mitch left thr revision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices. However, since this device was used in conjunction with a stryker device they are being listed as associated devices: mitch trh md hd sz 46+0; cat # mmh-9988-0046; lot # fm61886. Std mitch trh cp sz 46/52; cat # mac-9988-4652; lot # fm59889 029.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to high metal ions. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: the patient had an exeter/mitch left thr revision.update: patient was revised due to high metal ions.